Event description:
The customer called to report that they were hospitalized for dka. It was conveyed that the customer had been nauseated and vomiting. It was indicated that the customer found a leak at the site of the infusion set. No further details.